Manufacturer narrative:
The field service engineer (fse) serviced on (B)(4) 2009 and noted sample obstruction errors were obtained but the system recovered from the clotted specimen. The fse reviewed quality control (qc) and noted some low-end imprecision. The fse noted system check performed on (B)(4) 2009, met specs. The fse replaced the peristaltic tubing and successfully completed system tests with good results. In addition, the fse rebuilt the valves for the bulk feeder due to a pressure leak. The fse replaced the peristaltic pump and rebuilt and decontaminated the substrate pump, and adjusted the luminometer. The customer reported that samples were laid down on the mixer and not mixed, and short samples were obtained. Luminometer. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for two pts involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference interval and within the risk stratification range. The erroneous results were released out of the laboratory and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.